Manufacturer narrative:
Age of device: 5 years, 9 months, 29 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2012. It was reported that device was exchanged on (B)(6) 2018. Additional information was requested but not yet provided.

Manufacturer narrative:
Device evaluation: continuity testing was performed and all wires were found to be electrically intact. No shorts or discontinuities were found during electrical continuity testing. The shielding and bionate were removed from the returned percutaneous lead and visual inspection of the underlying wires revealed a breach in the insulation of the orange wire approximately 30¿ from the metal system controller connector. The conductors of the orange wire were exposed, which appeared to be the result of repetitive flexing of the percutaneous lead in this area. There was no evidence of mechanical damage, such as crushing or pinching. The remainder of the percutaneous lead was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. No additional areas of current leakage were identified. If the exposed conductors of the compromised orange wire made contact with the braided shield while the patient was operating on a tethered power source, such as the power module, the resulting electrical short to ground would have caused the low speed, low flow, and pump stop events captured in cs-107978. Examination of the pump blood contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood contacting surfaces were viewed under a microscope. No anomalies were noted. The hm ii lvas IFU and patient handbook contain information on caring for the percutaneous lead. All hm ii lvad percutaneous leads have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. The implant kit was shipped with hm ii lvas IFU document 105747, rev. A. The IFU discusses damage due to wear and fatigue of the percutaneous lead. All hm ii lvad percutaneous leads have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. Hm ii lvas patient handbook document 103885, rev. C., contains information on caring for the percutaneous lead. No further information was provided. The manufacturer is closing the file for this event.